Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/21/2022. An investigation was conducted on 11/03/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the gray silicone insulation or the heater wire. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. The device activated and transected tissue five (05) times with no cautery failure observed. Based on the returned condition of the device, the reported failure "failure to cut" is not confirmed. The lot # 3000259552 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro vh-3500 jaws would smoke but not seal vessels, even small branches. The jaws were closed when inserting it into the cannula and they met no resistance when inserting. The power source was set a 2.5, standard. The cord was replaced to no effect. A second kit was opened to successfully complete the procedure. It did create a delay in the procedure. There was no patient injury.